Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on bolus, escape, act, up arrow, and down arrow buttons. The connector was inspected and locked on the lcd board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and a21 error test. No bolus anomaly noted during our testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread and minor scratches on the display window noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and are stiff. Customer also indicated that the bolus feature is not working properly. Customer's blood glucose was 398 mg/dl at the time of incident. Troubleshooting found that the customer cannot get the pump into the menu mode due to the keypad buttons being unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.